Event description:
It was reported that a flogard infusion pump had a damaged display. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Upon initial evaluation, the reported condition was not confirmed. At the completion of baxter's investigation, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition of damaged display was not confirmed. The alarm log did not find an alarm associated with the reported condition. A service history review revealed no previous service events were related to the reported condition. If any additional relevant information is received, a supplemental report will be submitted.